Event description:
The facility reported a colleague infusion pump with a failure code of 500:000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 500:00 was confirmed during product evaluation. The root cause of the reported problem was determined to be ail (air in line) board out of calibration. Appropriate action was taken to correct the reported problem by recalibrating the ail board.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 500:000 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to defective main display. The main display was replaced replaced to correct this condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA: mdq-CAPA-(B)(4).